Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the pacemaker exhibited no rf telemetry. Device function was otherwise normal. Device was reprogrammed without incident and rf telemetry was restored. The patient was stable.